Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the company representative regarding a patient receiving prialt (25 mcg/ml at 7.3 mcg/day) from their implanted pump. The indication for use was non-malignant pain and chronic low back pain. On 2016-05-05 it was reported that the patient had been seen for a refill on (B)(6) 2016 and at that time the time until elective replacement indicator (eri) was 28 months. When the patient came back on (B)(6) 2016 the readout showed that eri had occurred on (B)(6) 2016 and the replace by date was (B)(6) 2016. It was noted that the pump flow rate was not unusually high. No patient symptoms were reported. Additional information was reported by the company representative on 2016-05-06. It was noted that the rep had met with the patient on (B)(6) 2016- and that the patient had been scheduled for a pump replacement surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.